Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw was unknown. Based on the information received, the root cause could not be determined. Related report number: 3025141-2025-00110.

Event description:
It was reported that a broken instrument which they said snapped whilst inserting a screw. They were inserting a 2.3mm screw into the distal holes of the aculoc2 plate when the driver tip snapped off. No delay in surgery and no adverse patient consequences reported. Report 2 of 2 for this event.